Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. Customer was attempting to bolus when pump alarmed. Customer's blood glucose was 96mg/dl. Customer stated the insulin exited, but still alarmed. Advised customer to change set and reservoir, she will do a set change.